Manufacturer narrative:
(B)(4). Final analysis found current leakage between inner and outer coil due to damaged inner insulation caused by suture tie down forces at 17 cm from the connector pin. The damage found on the lead is consistent with that occurring at the time of the implant procedure. The damage found could have contributed to the reported low impedance. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited low pacing impedances. The lead was explanted and replaced. After the lead was explanted, a discontinuity was observed on the lead body under the suture sleeve. The patient's condition was good before during and post procedure.